Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer experienced elevated and low blood glucose (bg) levels; bg values were not provided and cause was unknown, however customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer administered a manual injection to address the elevated bg level and declined to provide further information regarding the low bg, therefore no additional information was able to be obtained. Recommendation was made to discuss diabetes management with a health care professional.